Event description:
Routine complaint investigation when a consumer reported receiving high readings on a precision xtra blood glucose meter. It was discovered that customer was using a blood glucose meter not calibrated to the strips being used. The consumer stated that there were pregnant and that the physician had increased their insulin based on the high readings in their log book. The consumer refused to increase their insulin and the result was hospitalization for high readings.